Event description:
Provider states that the seat upholstery is ripping at the grommets. They do not have the upholstery in their receiving. They will contact the end user to get upholstery and call back in to set up RMA. Part# is cptrv231. Invacare seat upholstery, 22 inch wide x 18 inch deep, embossed, midnight blue.